Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous distal right coronary artery, that was mildly calcified and 100% stenosed. After pre-dilatation was performed 4-5 times, the 2.5 x 38 mm xience prime stent delivery system (sds) was advanced without resistance and the balloon was pressurized for deployment of the stent; however, the stent did not expand. The inflation device was exchanged for another one and a second attempt was made to deploy the stent; however, the same thing occurred. A slight leakage was observed on angiography and a balloon pinhole rupture was suspected. The sds was removed from the anatomy and a new small sds was advanced and used successfully for the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. A balloon tear/leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.